Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer also reported she received a no delivery alarm during bolus. The customer stated she keeps the insulin pump in her bra and she sweats. Blood glucose value was 270 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.